Event description:
It was reported that a user of the ilet with a dexcom g7 experienced inability to obtain glucose readings on the ilet, consistent with cgm signal loss; support guided the user through switching cgm settings to g6 then back to g7 and starting the sensor, and the user planned to confirm readings afterward. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose management as reported. Investigation included troubleshooting with user education on device settings and sensor start procedures. Investigation of this case revealed that the issue was consistent with temporary cgm communication or setup interruption without evidence of device malfunction. It was concluded that the event was attributable to cgm signal loss, with restoration expected following correct sensor start and pairing steps.